Event description:
During laparoscopy - removing ovary, physician attempted to use endopath. After closing unit, squeezed handle to fire staple and device emitted a crunching sound. Device was very difficult to open again, once removed the hand piece discovered to be frozen in place and staple appeared not to have fired. New hand piece used without incident.